Event description:
On (B)(6) 2020, the lay-user/patient's spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter read inaccurately high compared to another device (paramedic's meter). The complaint was classified based on the customer care agent (cca) documentation, since contact details were not provided for additional information to be obtained. The reporter stated that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2020 when the patient obtained an inaccurate high blood glucose reading of "107 mg/dl" with the subject meter. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management regimen as a result of the alleged issue. It was not reported if the patient developed any symptoms however an ambulance was reportedly called for assistance. The reporter claimed that when the paramedics arrived, the patient's blood glucose was measured on the paramedic's device and a result of "29 mg/dl" was obtained. The time between the 2 tests was 30 minutes or less. The reporter claimed the patient was hospitalized however it was not reported what treatment the patient received. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly was hospitalized for an acute low blood glucose excursion, after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.